Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was discovered broken during quality inspection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial med watch. As the device was not returned, it was not confirmed when the device left zimmer biomet and the state of the device cannot be confirmed. Review of the device history record and receiving inspection report identified no deviations or anomalies. Complaint cannot be confirmed. Product was not returned.